Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. The patient was treated with unspecified antibiotics (intravenously, dose, frequency, and duration not reported) for peritonitis. The patient subsequently died. The patient had not recovered from the peritonitis event prior to death. The cause of death was reported to be due to septic shock and end stage kidney failure. It was not reported if an autopsy was performed. No additional information is available. This is report 4 of 4.